Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. Without receiving the device for evaluation, we are unable to definitely determine a root cause. The reported complaint description of the tip of the applicator tip fracturing off cannot be confirmed as no sample was returned. A possible contributing factor could have been handling damage; i.e. Lateral forces on the applicator tip. A review of the device history records, was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to with catalog number, contains a statement "always advance the applicator into the target tissue using axial forces only. Avoid placing lateral forces on the applicator tip during placement or removal" and lateral forces on the applicator tip should be avoided both during insertion and removal. Failure to do so could result in damage to the microwave array, failure of the applicator and injury to the patient." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4). Device unavailable for return.

Event description:
As reported (B)(6) 2016, during insertion of the applicator (900-601) the resident may have been close to rib cage and broke the tip off in the patient. The attending physician retrieved the object and proceeded to use a 2nd catheter to complete the procedure without issue. The patient suffered minimal injuries. It was reported the disposable device is not available for return to the manufacturer as it was disposed of by the user.